Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the remote monitor. Troubleshooting steps for the monitor were taken to no avail. A telemetry issue with the implantable pulse generator (ipg) was suspected. The ipg remains in use. No patient complications have been reported as a result of this event.